Event description:
It was reported that a patient had an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 6 (six) years later due to pain and bursitis. During the revision, frank metallosis and pseudotumor were encountered. Upon removal of the acetabular component, gapping was noted in the superior aspect of the shell and therefore explanted. Significant bone loss was noted in the superior lateral wall upon reaming for a new implant which was placed without complication along with a new head and poly liner. The initial stem was retained. The patient demonstrated improvement in pain and activity prior to discharge. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D11: biomet part number 11-104110 ¿mlry-hd por fmrl 10x155mm¿ lot number 738290. G2 foreign: canada. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; b7; d4; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a revision occurred due to pain and bursitis. During the revision, the pseudocapsule was excised. Gaping was noted in the shell and was removed, with bone loss noted. A new head, liner, and shell were placed, with metallosis and pseudotumor noted as the diagnosis. No complications were noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.